Manufacturer narrative:
Novocure´s medical opinion is that the contribution of the transducer arrays to the skin laceration requiring surgical intervention cannot be ruled out. The fall was unrelated to optune. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is april 01, 2019.

Event description:
A 64-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On april 15, 2024, novocure was informed that the patient fell on (B)(6) 2024, and had been hospitalized since (B)(6) 2024. The fall was assessed by the prescribing physician, as due to the exacerbation of the patient's primary disease, unrelated to optune gio therapy. On april 17, 2024, additional information was received, that at the time of the fall the transducer arrays were on the scalp. The patient sustained a vertical skin laceration on his head that required ten sutures and was admitted to the hospital due to his poor condition. Optune gio therapy was discontinued on (B)(6) 2024.